Event description:
In 2007, it was reported to boston scientific corporation that a vaxcel PICC which was implanted for therapeutic purposes in a patient had cracked at the hub of the catheter. On three days later, follow up information received revealed that this crack was distal to the suture wing, therefore, making this event reportable. The product was replaced with another vaxcel PICC. There were no complications reported with this event.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the expiration date of the device is unk. User facility was unable to supply lot number, consequently, the manufacture date of device is unk. This device will not be returned to the manufacturer for evaluation (it was discarded by facility), therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. The july 2007 15-month piccs, nonvalved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.